Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio iq meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that in the morning of (B)(6) 2018, they obtained inaccurately erratic results of ¿210 and 248 mg/dl¿ on the lifescan meter, performed within an unknown time each other. As the time difference between the readings was not provided, it is not possible for lifescan to determine an inaccuracy. The patient stated that they manage their diabetes with a combination of diabetes medications (equmet; after breakfast and dinner, lantus; 8 units every morning and acarbose; 100mg, after meals) and did not specify if they took any action in response to the alleged inaccurate readings. The patient informed the csr that they experienced symptom of ¿thirst¿ after the alleged product issue began and that they self-treated their symptom with an injection of lantus insulin (8 units). The patient denied performing a blood glucose test on any other devices. At the time of troubleshooting, the csr was unable to confirm that the correct unit of measure was used at the time of testing or if the results were from the same approved sample site. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the subject meter.